Event description:
Info received indicates the head section will not rise.

Manufacturer narrative:
The technician found contamination in the valve guide tube. The technician replaced the valve guide tube to repair the bed.